Event description:
I used fixodent and poligrip from approximately 1978 until 2006. While I was using fixodent and poligrip I began experiencing numbness and tingling in my extremities. In early 2006, I was diagnosed with neurophathy. Blood test taken at the time showed I had very low levels of copper and high levels of zinc in my blood. My neuropathy is permanent and requires continued medical care and treatment. Dose or amount: denture cream. Frequency: once daily. Route: oral. Dates of use: 1978 - 2007. Diagnosis or reason for use: dentures adhesive cream. Event abated after use stopped or dose reduced: no.